Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per-email notification, zoll customer support was notified that a (B)(6) year old female patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 09:30:23. The rhythm at the time of treatment and the post-shock rhythm are unknown due to noise and artifact. The patient's nurse reported that the lifevest began to alarm, so she adjusted the device. The device began to alarm again, and it treated the patient. The patient was conscious at the time of the event. The response buttons were not pressed during the entire event. The patient remained in the nursing home and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the nursing home and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 06/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.